Event description:
It was reported that during the implant procedure, apparent lead fracture was indicated. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The full lead was returned. It was noted the inner insulation was kinked/buckled at various locations.